Manufacturer narrative:
Concomitant products: 4068-45 lead, implanted: (B)(6) 1999.

Event description:
It was reported that the right ventricular (rv) lead exhibited high thresholds, low impedance, undersensing and was unable to capture. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.